Event description:
Re: acuvue oasys contact lens. I have worn acuvue 2 lens for many years and never experienced a problem. From the first day of wear with the oasys w hydraclear, my eyes swelled up, the rims were red, eye surface was itchy and scratchy and I was diagnosed with allergic conjunctivitis. Also, the contact would not lie down on the eye and continuously moved across the surface causing corneal erosion. I could never sleep in them because of the discomfort and fear that they were doing damage to my eye. Upon putting the contacts in, the rooms appeared darker than normal, vision was very poor. I had one for distance, one for near, monovision. I've had great success with acuvue 2, but nothing but problems with oasys. I have severe allergies and the ophthalmologist agreed I was either allergic to the preservative, methyl ether cellulose, or my body was rejecting that particular silicone w/ hydraclear contact. This was an awful experience.